Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h10, h11. The cup and the inlays were returned for investigation. The anchoring side of the cup is inconspicuous. The articulating side of the cup (the one in contact with the liner) shows various scratches. The two-positioning pin are not damaged. The threaded are of the cup is stripped. The two cup pole plugs are inconspicuous. All the inlays show the same pattern of damages. The rounding areas, the flat rims and the snapping areas shows damages in the form of dents. The backside areas show multiple scratches, but none of them present the indentation points typically produced in the polyethylene by the metal spikes of the shell. Of note, two of the inlays show some damages on the pegs; in one inlay, the peg is slightly flattened and deformed with a newly formed ledge; on the second inlay, the peg is completely missing and most likely was cut away during surgery. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Surgical technique indicates that bone or soft tissue remnants must not overlap the edge of the shell as they may prevent the insert from snapping into position; therefore, it is recommended to clean and dry the inner surface of the shell before positioning the insert. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, the reported event can be confirmed review of the manufacturing records confirms that the inserts were produced according to specification; therefore, it is not expected that the manufacturing process contributed to the reported event. The observations made on the inserts could point to a possible initial mispositioning of the inserts in the shell during impaction. Based on the available information it remains unknown if and to what extend a possible interference between the inserts and the shell during the procedure might have contributed to the reported event. Therefore, based on the available information, a definitive root cause for the reported event could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Durasulâ®, alpha insert, mm/36 item# 01.00013.713 lot# 3211925. Durasulâ®, alpha insert, mm/36 item# 01.00013.713 lot# 3218907. Durasulâ®, alpha insert, mm/36 item# 01.00013.713 lot# 3217327. Durasulâ®, alpha insert, mm/32 item# 01.00013.413 lot# 3184229. Allofitâ® alloclassicâ®, polar screw plug, m 8 item# 01.00004.000 lot# 3161712. G2. Report source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, inlays could not be fixed in the cup. 4 inlays were tried in total, finally the surgery was completed with a different cup and inlay. Delay of 40 mins. No harm to patient. Diligence is completed and no further information on the reported event has been provided.